Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open wound with some slough. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a dema pad for the open wound. Follow up indicated that the open wound improved.